Manufacturer narrative:
Device evaluation summary: report: console displayed error message and shut down. Analysis: sticking pressure regulator. Action: replaced pressure regulator. Functionally tested and found to meet specification.

Event description:
During surgery, supravit displayed error message and unit shut down.